Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The customer ate candy and stopped insulin delivery to address low bg level. However, emergency medical services (ems) were called and administered glucagon to the customer. The customer was taken to the emergency room (ER). The customer was given orange juice and a sandwich and was admitted to hospitalization. After 4 to 5 hours, the customer's was reported to be stable with bg level over 100 mg/dl. A system check performed with tandem technical support indicated that the pump was operating as expected. It was noted that the pump time was 1 hour behind, as the customer had not updated the pump time for daylight savings time. A recommendation was made for the customer to contact the healthcare provider regarding bg levels. Multiple follow up attempts were made to obtain customer's discharge date and current status; however, no response was received from the customer.